Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Bilateral diffuse lamellar keratitis (dlk) noted at one day post-op and treated with topical and oral steroids. At the five day post-op a flap lift and rinse was performed. The pt responded to treatment and the dlk has resolved on both eyes. The pt's pre-op bcva was 20/20 ou and the pt's currnt bcva is 20/25 ou. The facility informed intralase that during this pt's surgery, they had used the recently recalled balanced salt solution (bss), which had been recalled by the FDA due to high levals of endotoxins. This may have been a contributing factor in this dlk incident.